Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the touchscreen would not work. It was noted that the cursor intermittently would not move and when it did move it would jump away from the stylus in the upper right part of the screen. The computer platform was replaced. Reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the programmer was powered on, the programmer locked, the battery was removed and the programmer was powered back up. It was further reported that whilst the programmer turned back on, the touchscreen would not work and was unable to proceed past the start up screen. The programmer was returned for service. There was no patient involvement.